Event description:
It was reported the customer had a high blood glucose event. Customer's blood glucose rose to 510 mg/dl. The customer treated with manual injections. It was also found the customer had to call the paramedics for another high blood glucose event on (B)(6) 2014. Customer stated they were unable to stand on their leg from their high blood glucose. It was also found the customer developed an infection around their artificial knee. The customer also reported they disconnected from the insulin pump for 8 months during their high blood incident. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a stripped battery cap and a small crack on the battery tube threads.